Event description:
Reported incident - due to an infection.

Manufacturer narrative:
The reason for this revision surgery was due to an infection. The previous surgery and the surgery detailed in this investigation occurred 11.1 months apart. This investigation is limited in scope as limited information was provided to djo surgical - austin for examination. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. A review of the implant device history records (DHR), shows that the reported component(s) used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to an infection. There were no findings during this investigation that indicate that the reported device(s) was the source or had a direct connection with the patient's infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.